Event description:
Legal counsel for the patient reports that patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right hip arthroplasty on (B)(6) 2008. Subsequently legal counsel reports patient allegations of pain, dysfunction, elevated metal ion levels, loss of range of motion and metallosis. It was further reported patient underwent a left hip revision on (B)(6) 2012. Patient then underwent left hip closed reduction procedures on (B)(6) 2012 and (B)(6) 2013 due to dislocation. Subsequently patient underwent a left hip revision on (B)(6) 2013 due to unknown reasons. Invoice history confirms the head and liner were removed and replaced. There has been no reported revision procedure for the right implant side. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2013-05772 / 05779).